Event description:
A talent stent graft system was implant for the endovascular treatment of a descending thoracic aorta aneurysm. The vessel morphology was reported as there was a severe curve in the aortic arch. It was reported that the patient had a history of an aneurysm in the ascending aorta that was treated with ascending aorta and arch replacement with elephant trunk graft prior to stent graft implantation. The physician implanted a talent tf3636c114t proximally into the elephant graft, and distal to the takeoff of the great vessel patch bypass. A second device talent tw4036c112t talent stent graft was deployed into the distal portion of the first of the graft. An angiogram revealed that there was a slight type iii endoleak, separation at the junction point and therefore proximal extension taxf4040w46t talent stent graft was implanted and the endoleak was resolved. There were two more devices deployed a taxw4040b46t, and a taxw3838b46t distally. The final angiogram revealed that there was complete exclusion of the aneurysm and good perfusion to the celiac vessel. Five years later the patient was treated with a tw4644c110x for an unknown reason. Two years later three more devices, taxw4444b54x, tw4440c111x, tw4440c111x, were implanted in the patient for the endovascular intervention for the unknown treatment. It was reported that one month ago the patient presented emergently with severe chest pains. The patient had been lifting a 50 pound pallet and that is when the chest pains started. The CT revealed that there was a type iii endoleak, separation (exact devices are unknown). The physician elected to reline the entire stent graft system with vamf3636c200tu, vamc4242c200tu, and vamc4242c150tu. No additional clinical sequelae were reported and the patient is fine. The review of returned films post-implant show that multiple stent grafts have been implanted from the proximal aortic arch, distally to the just proximal the celiac artery. Near the distal portion of the thoracic arch there is contrast seen within the aneurysm. The endoleak appeared to be emanating from several locations; however, the type and cause of the endoleak could not be determined from these images. Images after re-lining of the entire stent graft with three limbs were not provided. Date of event is approximate.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: patient's condition affected effectiveness of device (severe curve in the aortic arch). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severe curve in the aortic arch).